Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
On (B)(6) 2010, the patient began treatment with dianeal pd2 ultrabag therapy (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient experienced peritonitis. The patient did not require hospitalization. The nurse reported that a peritoneal effluent analysis and culture were not performed. On (B)(6) 2010, the patient began remedial therapy with vancomycin (1gm, daily, ip) and fortum (500mg, daily, ip). The cause of the peritonitis was unknown. Dianeal pd2 ultrabag therapy was ongoing as well as remedial therapy with vancomycin and fortum. At the time of this report, the event of peritonitis was resolving. The nurse did not consider the event of peritonitis to be related to dianeal pd2 ultrabag therapy..